Event description:
It was reported that during a laparoscopic cholecystectomy the endopouch pro46 pouch was deployed and the surgeon tried to cinch it down. The support arms broke off but did not fall into the patient. The specimen bag was taken out and the procedure was completed with no pt consesquences reported. Customer was unable to identify the procedure date.